Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door had completely broken off. The customer reported that while a nurse was removing medications from the cabinet, they bent down to pick up an item that had fallen onto the floor. When they stood back up, the nurse accidentally struck their head on the medication door, causing the door to break off its hinges. The latch remains attached to the cabinet door frame; however, the medication space was now accessible due to the detached door. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 1 was failed. A field service engineer (fse) removed the hinge pins, installed new hinge panel and clear panel. The panel cracked while being installed. Since door was secure, customer was ok. After that the door functions and door was secured. The system functioned as intended after the field service engineer repaired the device.